Event description:
Physician reported that d-stat dry was used on a two-week old patient's left femoral artery puncture site from a 4fr sheath. Physician also reported the access site did not heal correctly due to a "hard white substance" under the skin. The patient under went vascular surgery to clean the access site and remove the foreign material.

Manufacturer narrative:
Report received by manufacturer stated d-stat dry was used on two-week old patient. Manufacturer's instructions for use clearly states: "the safety and effectiveness of the d-stat dry have not been established in children and pregnant women who have undergone a diagnostic endovascular procedure involving a 4-6 fr. Sheath." Submission of this report does not represent a conclusion or admission by vascular solutions, inc., that the content of this report is complete or accurate, that the device failed or malfunctioned in any manner or that the device caused or contributed to a death or serious injury of any person. Device discarded.